Event description:
Customer called to report that she had high bg level's and did not know why. After speaking with the customer, we found that the pods she was activating made a clicking noise when she filled them. The customer stated that she was unaware of "hard to fill" issue. Advised not to use pod if she has difficulty filling them as stated in the IFU. At 6:00 p high. At 1:06p high. At 1:56p high. New pod. At 7:36a 111. Prod is not available for return. No further info reported.

Manufacturer narrative:
The prod will be returned so no eval was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.